Event description:
The customer contact reported that during preventive maintenance testing at the user facility the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Event description:
Reporter alleged obtaining the results of 106 mg/dl, 126 mg/dl, 192 mg/dl and 100 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.